Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 11 months post implant of this pulmonary valved conduit in a (B)(6) pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the conduit was replaced due to moderate stenosis and insufficiency. No additional adverse patient effects were reported. Patient weight added. Patient codes updated. If information is provided in the future, a supplemental report will be issued.